Event description:
According to the reporter, there was bleeding noted because the jaw cannot close completely during test staple. Blood transfusion was done to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day post-operatively of a laparoscopic sleeve gastrectomy, there was bleeding noted because the jaw cannot close completely during test staple. Blood transfusion was done to resolve the issue. There was no issue was observed on the staple line.

Manufacturer narrative:
Additional information: b5, d1, d3, d4 (model#, catalog#, UDI), d10, g3, g4 (510k), h5, h8 d10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was bleeding noted because the jaw cannot close completely during test staple. Blood transfusion was done to resolve the issue.